Manufacturer narrative:
D2b - additional pro code (product code): lit. G4 - additional premarket / 510(k): k141597.

Event description:
It was reported that balloon tear occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified right arteriovenous fistula near anastomosis on the lateral side of forearm vein. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation. During the procedure, it was noted that the balloon part got separated outside the patient. Image provided depicting that the balloon of the device had a complete circumferential tear, and the shaft of the device was severely stretched and had separated. The procedure was completed using this device. No patient complications were reported.